Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the indication was acute dvt. 21 days prior to filter implant, partial colectomy secondary to diverticula, pain and fever was done. Medical history included rheumatoid arthritis with degenerative changes in the right hip and lumbar spine, bronchitis, asthma, and gerd. Sigmoidectomy was done, and a pelvic abscess identified. The abscess was drained and treated; however, at the same time swelling of the right leg was noted and dvt was diagnosed. The trapease filter was deployed over the l2 main body after venogram to assess the ivc. There were no reported complications. The filter subsequently malfunctioned and caused injury and damages including, but not limited to perforation. Approximately 11 years and 6 months after the ivc filter was placed, the patient underwent a CT scan of abdomen which revealed a complex left renal cyst. Approximately 12 years and 9 months after the ivc filter was placed, the patient underwent an ultrasound which revealed superficial saphenous vein thrombosis in the right calf. Approximately 13 years and 5 months after the ivc filter was placed, the patient underwent an ultrasound which revealed right lower extremity chronic non-occlusive venous thrombus. Approximately 15 years and 3 months after the ivc filter was placed, the patient underwent a CT scan of abdomen/pelvis which revealed the filter at the inferior l1 to superior l3 interspace. The study revealed a grade 1 perforation. Approximately 15 years and 9 months after the ivc filter was placed, the patient underwent a CT scan of abdomen which revealed bosniak 2f left renal cyst with no change from previous imaging. Per the patient profile form (ppf), the patient reports perforation of the filter struts outside of the ivc. The patient also reports suffering from mental anguish and constant pain in right hip and leg. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: physical and emotional damages from perforation and the resultant symptoms. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per implant records: the patient was admitted 21 days prior to ivc filter implantation for partial colectomy secondary to diverticula, pain and fever. Medical history includes rheumatoid arthritis with degenerative changes in the right hip and lumbar spine, bronchitis, asthma, and gerd. Sigmoidectomy was done, and a pelvic abscess identified. The abscess was drained and treated; however, at the same time swelling of the right leg was noted and dvt was diagnosed. The trapease filter was deployed over the l2 main body after venogram to assess the ivc. There were no reported complications. The following additional information was received per medical records: approximately 11 years and 6 months after the ivc filter was placed, the patient underwent a CT scan of abdomen which revealed a complex left renal cyst. Approximately 12 years and 9 months after the ivc filter was placed, the patient underwent an ultrasound which revealed superficial saphenous vein thrombosis in the right calf. Approximately 13 years and 5 months after the ivc filter was placed, the patient underwent an ultrasound which revealed right lower extremity chronic non-occlusive venous thrombus. Approximately 15 years and 3 months after the ivc filter was placed, the patient underwent a CT scan of abdomen/pelvis which revealed the filter at the inferior l1 to superior l3 interspace. The study revealed a grade 1 perforation. Approximately 15 years and 9 months after the ivc filter was placed, the patient underwent a CT scan of abdomen which revealed bosniak 2f left renal cyst with no change from previous imaging. The following additional information was received per patient profile form (ppf): the patient became aware of the reported events approximately 14 years and 9 months post implantation. The patient reports perforation of the filter struts outside of the ivc. The patient also reports suffering from mental anguish and constant pain in right hip and leg.